Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves via a third-party service provider. Information about the current status of the ventilator has not been provided.no investigation has been possible, therefore the root cause of the reported failed pre-use check has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).